Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a left reverse total shoulder procedure, the 3.2mm pilot wire would not pass through the hole on the left side baseplate guide. Surgery completed without delay or further incident.

Manufacturer narrative:
An event regarding difficulty assembling an rsa baseplate centering guide with a pilot wire was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be confirmed as the pilot wire was not returned for investigation. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a left reverse total shoulder procedure, the 3.2mm pilot wire would not pass through the hole on the left side baseplate guide. Surgery completed without delay or further incident.